Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the device failed remediation. The customer returned the product for the failed remediation, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. This was found during testing, and there was no patient involvement.